Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in 2024. G1: the device was manufactured at one of the following facilities: baxter healthcare - mountain home 1900 n highway 201; mountain home ar 72653; united states. Baxter healthcare - dominican republic carretera sanchez km 18.5; parque industrial itabo, piisa; haina, san cristobal 91000; dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty in disconnecting the tubing of a cassette from the female connector of two (2) minicap transfer sets. The female connector was getting stuck inside of the tubing connector. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.